Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding/blood clots"), uterine polyp ("uterine polyp") and pelvic adhesions ("adhesions") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain, urination pain, ovarian cyst, bleeding menstrual heavy, nabothian cyst, nausea, vomiting, morbid obesity, uterine polyp (dilation and curettage), allergic rhinitis since 2008, pruritus since (B)(6) 2006, dysuria since (B)(6) 2016, facial swelling since (B)(6) 2018, itch since (B)(6) 2011, ovarian pain since (B)(6) 2014, paratubal cyst since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, abdominal pain since (B)(6) 2015 and abdominal tenderness since (B)(6) 2015. Concomitant products included acetylsalicylic acid (aspirin), aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec), epinephrine (epipen), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 7 months 9 days after insertion of essure (ess205), the patient experienced urticaria ("allergic/hypersensitivity reaction: allergic urticarial"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), rash ("chest rashes/ rashes or type of rashes"), skin irritation ("skin irritation"), migraine ("migraines"), abdominal pain lower ("lower abdomen pain") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015, underwent salpingectomy right),laparoscopy,d &c with removal of uterine polyp.), surgery (d&c with removal of uterine polyp) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine polyp, pelvic adhesions, vaginal haemorrhage, menorrhagia, rash, skin irritation, migraine, abdominal pain lower, headache and urticaria outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash, skin irritation, urticaria, uterine polyp and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: (B)(6) 2007: surgery, the left tube was cannulated with the essure sterilization device and four coils were counted coming out of the ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic urticarial, adhesion and uterine polyp. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Reporter information updated. Concomitant drug, concomitant condition, laboratory data were added. Added event allergic urticaria, lysis of adhesion and uterine polyp. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding/blood clots"), uterine polyp ("uterine polyp") and pelvic adhesions ("adhesions") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain, urination pain, ovarian cyst, bleeding menstrual heavy, nabothian cyst, nausea, vomiting, morbid obesity, uterine polyp (dilation and curettage), allergic rhinitis since 2008, pruritus since 7-aug-2006, dysuria since (B)(6) 2016, facial swelling since (B)(6) 2018, itch since (B)(6) 2011, ovarian pain since (B)(6) 2014, paratubal cyst since (B)(6) 2015, hemorrhagic cyst since (B)(6) 2015, abdominal pain since (B)(6) 2015 and abdominal tenderness since (B)(6) 2015. Concomitant products included acetylsalicylic acid (aspirin), aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec), epinephrine (epipen), ibuprofen (motrin) and panadeine co (tylenol #3). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 7 months 9 days after insertion of essure (ess205), the patient experienced urticaria ("allergic/hypersensitivity reaction: allergic urticarial") and hypersensitivity ("allergy reaction"). In 2008, the patient experienced rash ("chest rashes/ rashesh or type of rashesh"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), skin irritation ("skin irritation") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2015, underwent salpingectomy right),labaroscopy,d &c with removal of uterine polyp.), surgery (d&c with removal of uterine polyp) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache and hypersensitivity had not resolved and the genital haemorrhage, uterine polyp, pelvic adhesions, skin irritation, abdominal pain lower and urticaria outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic adhesions, pelvic pain, rash, skin irritation, urticaria, uterine polyp and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: (B)(6) 2007:surgery, the left tube was cannulated with the essure sterilization device and four coils were counted coming out of the ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic urticarial, adhesion and uterine polyp. Most recent follow-up information incorporated above includes: on 26-sep-2018: event " allergy reaction" added, previously reported events -"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, chest rashes/ rashesh or type of rashesh, pain" outcome updated to "not recovered / not resolved" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/blood clots") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec) and epinephrine (epipen). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("chest rashes"), skin irritation ("skin irritation"), migraine ("migraines"), abdominal pain lower ("lower abdomen pain") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2015, underwent salpingectomy (one side removal of fallopian tube),oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, skin irritation, migraine, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin irritation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), chest rashes, skin irritation, migraines / headaches, lower abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/blood clots") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.